Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the pseudoaneurysm could not be confirmed, procedural factors (manipulation of the devices, anti-coagulation/anti-platelets agents), in addition to patient vascular factors (not provided) may have contributed to the post procedure pseudoaneurysm and subsequent surgical repair 21 days post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Twenty-one (21) days post deployment of a sapien 3 ultra valve, an pseudoaneurysm was detected and surgically repaired. As reported by our affiliate in the netherlands, a 20mm sapien 3 ultra valve was implanted in the aortic position via the transfemoral approach. On postoperative day (pod) 21, the patient was hospitalized due to a pseudoaneurysm. It was not possible to treat the aneurysm endovascularly, so the defect was surgically overstitched. The hospitalization was complicated with postoperative anemia. The patient was prescribed anti-thrombosis medication. The event was resolved and the patient was discharged 7 days later (pod28). It was speculated that the puncture of the access site and use of edoxaban may have caused the aneurysm.